Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during an unknown procedure that the x25 final tightener x2 tip was worn and twisted and the blue palm handle x1 no longer connects to the instrument shafts. The procedure was completed successfully with alternate instruments and no delay. This report is for one (1) expedium spine system tear-drop handle. This is report 2 of 3 for (B)(4).